Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6), 2013. Subsequently, patient was revised on (B)(6), 2013 due to infection. All components were removed and replaced.

Manufacturer narrative:
No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.